Manufacturer narrative:
(B)(4) - lead pacing polarity or pacing mode was reprogrammed. The date this happened was not reported.

Manufacturer narrative:
(B)(4).

Event description:
Three months after implant this lead is displaying high thresholds starting with >3.5v to 4.6v at 0.4ms to 4.0v at 0.4ms at the last follow-up. No intervention was performed and this lead remains implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.